Event description:
Olympus (omsc) was informed that the customer visera elite video system center was returned to olympus for repair for a reported no image defect, ¿scope looseness of the mouth. The image may not be displayed.¿ the problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The referenced device was returned to olympus for service. The evaluation confirmed the customer¿s reported problem, as the scope connector socket is loose sometimes, and the image does not appear. Additionally, noise is generated due to poor contact of the video connector. Also, the battery is consumed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The issue occurred before use for a diagnostic procedure. The event date is unknown. The device was inspected before use. The procedure was completed without delay. The nurse manually pushed in the connector and completed the diagnosis while confirming that the image is displayed. There was no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was updated with additional information about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure and video connector locking failure could not be determined. Olympus will continue to monitor field performance for this device.